Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a cable from the fenestrated bipolar forceps (fbf) instrument tore and fragments broke off inside the patient. The fragments were retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. According to the initial reporter, the fenestrated bipolar forceps instrument was in use for approximately 30 minutes before the customer noticed that the instrument would not grasp anything. The surgeon did not notice any significant collisions with other instruments. The fragment was retrieved with a laparoscopic forceps instrument. However, the initial reporter indicated that the fragment was too small to return to isi for evaluation. The patient has not experienced any post-operative complications.